Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopy bullectomy and pleurectomy, when resecting the lung tissue, the loading unit was loaded properly, placed on tissue and the green button could be pressed properly. When starting firing, the device made a loud cracking noise and after that the stapler could not fire anymore. The jaw of the stapler was able to open normally and be removed. A second staple was applied but was not able to fire on tissue. They unwrapped new products and applied on tissue while holding the green firing button pushed manually during firing. The operating time was extended for less than 20 minutes because of unwrapping new products and testing it outside of the patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reloads were pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media with proper staple placement and media transection. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.